Manufacturer narrative:
Model number/catalog number: sc-2408-74, serial number: (B)(4), batch/lot number: 5015710 / 5028806, model/catalog description: avista MRI perc lead kit 74 cm.

Event description:
A report was received that the patient underwent ipg and leads replacement procedure for an unknown reason.

Event description:
A report was received that the patient underwent ipg and leads replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patients ipg and leads were replaced due to difficulty charging the ipg and experiencing inadequate stimulation. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.